Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to laxity in the knee. Poly swap for a larger poly. Implanted another company's patella (stryker or zimmer).